Event description:
It was reported that on (B)(6) 2021, while filling sets it was noticed a depth gauge is bent. There was no patient involvement. This complaint involves one (1) device. This report is for (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 or complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.